Manufacturer narrative:
(B)(4). Section d4: serial # intentionally left blank as the field is not applicable. Section d4: lot# unable to be provided by the healthcare facility. Method: the complaint ojr414vt optiflow junior 2 ventilator transition kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tube of the subject ojr414vt optiflow junior 2 ventilator transition kit was found detached from the swivel end, with glue residue visible on the surface of the detached tube end. Conclusion: without the return of the complaint devices, our investigation was unable to determine the exact cause of the observed damage to the ojr414vt optiflow junior 2 ventilator transition kit. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr414vt optiflow junior 2 ventilator transition kit would have met the required specifications at the time of production. The user instructions which accompany the ojr414vt optiflow junior 2 ventilator transition kit show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that the cannula of an ojr414vt optiflow junior 2 ventilator transition kit was broken at the septum and around the coils. There was no patient consequence.